Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected "no delivery alarm/occlusion during priming" noted during testing. The following were noted duing visual inspection: scratched case and pillowing keypad overlay.

Event description:
Medtronic received information that no delivery/occlusion alarm during priming occurred. There was no adverse impact or consequence reported as a result of this event.